Manufacturer narrative:
This complaint is confirmed and will be reported as mfg related. Returned for eval was one disposable grasping snare. Upon receipt, the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the grasping snare hoop was observed. A chr of lot #husa0275 showed ten other product complaints from this lot number.

Event description:
The hooped snare fell into the pt's stomach. The fallen hooped snare was removed.